Event description:
In 2005, facility reported that a resident fell while being transferred from bed to chair using an uno 102 patient lift. According to the facility, the resident suddenly hyper fixed both knees and drew up legs backwards buttocks. Resident's body shifted and rolled to the left. This caused the left arm of the crossbar to dip downward resulting in the hinged saftey clip to drop backward which allowed the loop of the left shoulder strap on sling to become unhooked on the crossbar. Resident rolled out of sling falling onto her back, buttocks and posterior. Resident was assessed at local emergency room. Confirmed subdural hematoma. Resident was returned to facility same day. Poa wished for no treatment to prolong life. Resident expired at 5pm.

Manufacturer narrative:
On august 24, 2006, a similar patient lift was evaluated at liko inc corporate office. The reported incident could not be replicated when the sling and lift were operated per manufacture instructions. On going investigation, follow up report will be forwarded.